Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9115871. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the submitted sample determined that the observed leakage was occurring between the adapter and a non-bd product. The dimensions of the adapter were also found to be within product specifications. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that leakage occurred after use with a bd prn adapter 0.1ml. The following information was provided by the initial reporter, "drug leaked from prn adapter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred after use with a bd prn adapter 0.1ml. The following information was provided by the initial reporter, "drug leaked from prn adapter."